Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting frequent occlusion alarms. Troubleshooting could not be completed at the time of initial contact. Customer technical support has made attempts to contact the reporter for additional information and to complete troubleshooting, without success. This complaint is being reported because the reported issue remained unresolved. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The alarm history of the event date showed multiple occlusion alarms. A review of the black box data and alarm history revealed multiple call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) while powering on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The complaint could not be fully investigated due to this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)